Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm no delivery and motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother is not able to provide more information because her daughter studies 300 km from home. The customer is adult and advised to call us directly.